Manufacturer narrative:
H6: ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : not returned to manufacturer.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low, and that the patient circuit disconnect alarm was not working as expected when the patient disconnected her mask from the patient circuit. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01444-000 section d4, model #, of the initial medwatch report should have stated: v*home, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issues of its alarm not functioning as expected could not be duplicated or confirmed. Additionally, the reported issue of low inspiratory pressure could not be duplicated or confirmed during testing. Proper device operation was confirmed through functional and performance testing. Ventec downloaded the device¿s electronic records (system logs) for analysis, which revealed that the patient circuit disconnect (pcd) alarm was set to only activate when enough time had elapsed that 14 breaths should have been provided. This would result in the pcd alarm not activating as soon as the patient¿s mask was disconnected. Ventec further observed that the only alarms that were turned on in settings were: high inspiratory pressure, low minute volume (set to 2.0lpm, low inspiratory pressure (set to 1.0cmh2o). These alarm settings are very low and would not cause the device to alarm until an issue has been present for several seconds. There was further evidence that the patient was not performing the pre-use test (put). If they are not performing a put when changing patient breathing circuits, or powering the device on, the flows and pressures may not be accurate, and the device may not provide the therapy exactly the way the patient is expecting. Specifically, inspiratory pressure is not going to be entirely accurate unless a put has been performed. Furthermore, the device¿s alarms were set too loosely to activate for every short-term disconnection. Based on the information available, the investigation determined that the cause of the reported issue was user error.